Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a recent fall. It was also noted that the patient was experiencing significant change of stimulation pattern and more pain with stimulation. The ipg was very superficial and was causing pain. The patient underwent an ipg pocket revision.